Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited clavicular crush damage. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Analysis description: final analysis found an insulation breach and separation due to clavicle crush at 19.8-22.2 cm. From the connector pin. The inner coil was stretched and offset in this region and the lead was shorted. This likely caused the reported complaint in the field.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated the lead exhibited high thresholds.